Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "remaining volume, volume issue. Patient involvement: yes. Death/ serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention: no. Not during patient use".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery of fluorouracil.